Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was returned for evaluation. It was found that the overall appearance of the left - sasi device exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. The functional evaluation found that the left- sasi saw clamp lever articulated freely without the saw wing fixture engaged, only a squeaking sound was noted. However, with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. It is worth mentioning that a normal amount of force was required to clamp and unclamp the lever with the saw wing fixation engaged. The observed looseness in the sasi does not contribute to or impact its functionality. Therefore, the overall complaint was not confirmed. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design and has been escalated to a CAPA.

Event description:
It was reported that during a field service engineering (fse) check it was observed that three robotic assisted saw interface (sasi) devices were not working properly. During an in-house engineering evaluation, it was determined that the device was found to have undesired movement/play at the interface. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.